Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material will be returned.

Event description:
It was reported that the cannula of the accuchek rapid-d infusion set repeatedly caused abscesses at the patient's belly. The first incident occurred in (B)(6) 2020, when the patient felt a hardening on the left of the navel, and liquid came out of the hardening. The customer visited the physician and the physician sent the customer to the surgeon. On (B)(6) 2020, the customer went to the emergency room and was diagnosed with an abscess on the belly. The patient was hospitalized immediately, a surgery was carried out on (B)(6) 2020. A second incident occurred in (B)(6) 2020, when the patient recognized a small abscess again. She went to the physician who prescribed antibiotics, and the abscess healed. The third incident happened a few weeks before calling. The customer detected a small abscess. The abscess healed without treatment.